Event description:
A medtronic representative reported that during a tumor resection the surgeon was approx 1cm inaccurate after an intra-operative MRI. The MRI was taken to check the progress of the tumor resection. They were accurate prior to the MRI, and reported the reference frame moved during the scan. When the surgeon checked his accuracy after the scan, he was touching the skull of the pt, however, the software showed navigating in the brain. No accuracy checkpoints were stored. The surgeon opted not to use navigation for the remainder of the case. There was no impact to the pt outcome reported.

Manufacturer narrative:
Software investigation completed. Findings of the frame movement during the scan caused the instruments to become inaccurate. Software is functioning as designed.